Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon pulling the 6/7f mynx control vascular closure device (vcd) back, the balloon ruptured. The mynx control system was removed, and pressure was held for 30 minutes. There were no reports of patient injury. The issue occurred after proper prep, inserting the device and inflating the balloon. The balloon lost pressure on the way to the arteriotomy. The mynx vascular closure device (vcd) was utilized in an interventional procedure with a retrograde approach. The deployer was trained in using the mynx device. A 6f brite tip sheath introducer was used. The femoral artery's suitability was confirmed via angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Moderate vessel tortuosity and presence of peripheral vascular disease (pvd) / calcium were noted. The mynx vcd was prepared as per the instructions for use (IFU). There was a stent in the external iliac, not affecting the mynx's placement. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, upon pulling the 6/7f mynx control vascular closure device (vcd) back, the balloon ruptured. The mynx control system was removed, and pressure was held for 30 minutes. There were no reports of patient injury. The issue occurred after proper prep, inserting the device and inflating the balloon. The balloon lost pressure on the way to the arteriotomy. The mynx vascular closure device (vcd) was utilized in an interventional procedure with a retrograde approach. The deployer was trained in using the mynx device. A 6f brite tip sheath introducer was used. The femoral artery's suitability was confirmed via angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Moderate vessel tortuosity and presence of peripheral vascular disease (pvd) / calcium were noted. The mynx vcd was prepared as per the instructions for use (IFU). There was a stent in the external iliac, not affecting the mynx's placement. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was received connected to the device. The stopcock was observed open. The balloon was found fully deflated. In addition, the sealant was received in its manufacturing position, fully cover by the sealant sleeves. No damages were observed on sealant sleeves assembly. Furthermore, a cordis procedure sheath was locked on the device and blood was noted in the procedure sheath, no damages were noted on it. The inflation/deflation test, as per the mynx control instructions for use (IFU), was conducted. The findings indicated a balloon leak in the balloon of the returned device. Upon visual inspection at high magnification, a longitudinal tear was discovered in the balloon of the returned device. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon-balloon loss of pressure¿ was confirmed. Balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device. This type of tear is typically observed when the balloon comes in contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft). It was reported that the access vessel had moderate tortuosity and presence of peripheral vascular disease (pvd) / calcium were noted, both which can cause the balloon to tear and/or rupture. Procedural factors and/ or handling process may have contributed to the failure as reported. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." This product analysis suggests that the failure experienced by the customer is not related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.